Manufacturer narrative:
(B)(4). The complainant facility returned one f160nre dialyzer for evaluation from lot number 15lu06007. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fiber bundle was returned wet with visual evidence of blood exposure. Coagulated blood was noted beneath each screw flange. The reported complaint is confirmed as the returned sample exhibited polyurethane (pu) delaminations on both ends of the dialyzer which would result in the reported leak. The delaminations manifested as separations of the polyurethane (potting material) from the dialyzer housings (wall) at approximately 290 degrees to 45 degrees on the cavity ID end and 315 degrees to 45 degrees on the non-cavity ID end (with the dialysate ports at 0 degrees). The delaminations in the potting extended under the silicone o-rings. No other damage or irregularities were noted. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visually observed. Blood test strips were used and tested positive. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was less than 50ml. No adverse effects were experienced by the patient and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample was available to be returned for manufacturer evaluation.